Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? No information. Is it typical practice for surgeon to use black cartridge on rectum or were there tissue factors involved? Black cartridge is typical practice for surgeon. Did the patient undergo preoperative radiation or chemo? No information. Were any issues with staple formation noted throughout procedure? There was no problem for the staple line of psee60a with black cartridge and cdh25a. Does the surgeon believe the leak was from the echelon or circular stapler? Dr. Commented that the leak point was not known in the re-operation. Were the post-operative issues associated with bleeding or anastomotic leak? The post-op leak was confirmed by drainage. The color of drainage of fluid changed and the inflammation reaction was detected with a blood test. How was the issue addressed in the reoperation? On (B)(6), the re-operation was performed. Washing the intra-abdominal and drainage was performed. And temporary stoma was created. What is the current patient status? The patient is stable and monitored.

Event description:
It was reported that after a laparoscopic high anterior resection on (B)(6) 2018, leakage occurred, and reoperation was performed at 9pm on (B)(6) 2018. The first procedure was performed from 9am to 0:30pm on (B)(6) 2018. During the first procedure, psee60a loading gst60t was used to cut the rectum, and cdh25a was used to anastomose it. No problem was observed on the cut line, and the staples seemed to be formed as intended. After the anastomosis by the cdh25a, oozing occurred several places at the intestinal mucosa side of the anastomosed site. Rectal lavage was performed to stop the oozing. The amount of the oozing was unknown. No blood transfusion was performed during the first procedure.